Manufacturer narrative:
Results: the cat8 was fractured approximately 86.0 cm from the hub. The cat8 was damaged and therefore, could not be functionally tested. Conclusions: evaluation of the returned cat8 revealed that the distal tip of fractured. This type of damage typically occurs during removal of the device from the packaging. If the packaging mandrel is unsecured it may slip into the packaging tube. This may cause the distal tip of the cat8 to become pinned between the mandrel and packaging tube. If the cat8 is subsequently retracting, the distal atraumatic tip may become damaged. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system cat8 aspiration catheter (cat8). During the procedure, the physician made one pass within a non-penumbra sheath, and then removed the cat8 to flush it. Upon removal, the physician noticed that the tip of the cat8 was deformed. The cat8 was therefore not reused, and the procedure was completed using a new cat8. There was no report of an adverse effect to the patient.